Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Angina, EKG changes, and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.5 x 15 mm xience v is being reported under a separate medwatch report.

Event description:
Device issue: none. Adverse event: thrombosis requiring medical intervention. Onset of adverse event: post procedure. It was reported that on (B)(6) 2010, a 3.5 x 15 mm xience was deployed in the proximal right coronary artery (rca) and a 3.5 x 18 mm xience was deployed in the mid rca. The pt returned to the hospital on (B)(6) 2010, with chest pain and was kept over night for observation. On (B)(6) 2010, the pt had chest pain again and st elevation. Thrombosis/90% stenosis was seen in the 3.5 x 18 mm xience stent deployed in the mid rca lesion. Ivus showed that the surface of the lesion in the mid rca had become organized and seemed to be stiff. An aspiration catheter would not cross the lesion. In stent restenosis (isr) was seen in the 3.5 x 15 mm xience in the proximal rca lesion. The isr and the thrombosis were treated. During the balloon dilation, the pt st level decreased, however, chest pain continued. A non-abbott stent was deployed to treat the thrombosis and post-dilatation was performed three times. The pt's chest pain continued and a new stenosis was found in the distal rca, but could not be treated because a non-abbott guide wire could not cross the lesion. The pt's chest pain had subsided so the procedure was ended with no treatment to the distal rca. Reportedly, the pt was in stable condition with no chest pain.